Event description:
It was reported that customer fell on pump causing pump touch screen to become shattered and unresponsive. There was no adverse impact to the customer's blood glucose due to the reported issue. Reportedly, customer reverted to manual injections for insulin therapy.